Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-jun-2016, an fse from the distributor emailed the customer to address the event. After evaluating a video sent by the customer, he indicated that the movement of the specimen's syringe was compromised and suggested to replace it. He also suggested that the main board needed replacement. After replacing the main board and the syringe assembly by a used one, the error codes were still obtained. A second replacement with new specimen syringe assembly was performed. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was due to a defective specimen syringe assembly.

Event description:
On (B)(6) 2015, the customer reported to the distributor obtaining above concentration values for all levels of troponin biorad controls lot 23600 with their aia-360 analyzer. The customer was unable to run troponin patient samples. An international applications specialist (ias) contacted the customer to address the reported event, which resulted in delayed reporting of troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.